Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection (unknown onset).

Event description:
Patient representative reported left side ¿chest pain¿, ¿increased risk of alcl¿, and ¿infection of left breast.¿ patient representative also reported "patient suffered personal injuries and related damages¿; this is not device related. Device has been explanted.